Manufacturer narrative:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. Upon investigation the monitor was unable to complete functional testing. The cause for the failure was the j101 is contaminated causing bad contact to the sd card. The root cause for the contaminated j101 component could not be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There were no adverse events associated with the monitor malfunction.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.